Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information one day post implant it was noted that the right atrial (ra) lead had dislodged according x-ray. The device was reprogrammed and a procedure was booked. Upon the revision procedure the ra lead was repositioned successfully and remained implanted. No additional adverse patient effects were reported.